Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the level sense printed circuit board (pcb) to resolve the issue. (B)(6). The instrument serial number was not provided by the customer. Unable to obtain UDI information and instrument date of manufacture without the serial number information provided.

Event description:
The customer reported the generation of erroneously negative ion selective electrode (ise) patient results on their au680 chemistry analyzer. The erroneous results were not reported outside of the laboratory. There was no change in patient treatment in association with this event.